Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 385, 242 and 185 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer declined to provide time and dates for results of 400, 290 and 185 mg/dl): the 385mg/dl (B)(6) 2017 09:07:00 am fasting:yes, 242mg/dl (B)(6) 2017 09:15:00 am fasting:yes, 400mg/dl unknown fasting, 290mg/dl unknown fasting, 185mg/dl unknown fasting. Memory concerns: 385 mg/dl, 242 mg/dl, 400 mg/dl, 290 mg/dl, 185 mg/dl. Customer declined running a back to back blood glucose test. Also customer declined to provide me with time and dates on meter for concerned high fasting readings of 400 mg/dl, 290 mg/dl, 185 mg/dl.